Event description:
The patient is an elderly woman who had a history of having a left upper lobe trisegmentectomy. She had done well however 4 months later developed a bronchopleural fistula. There was a small opening in the bronchus of the upper division of the left upper lobe bronchus. The space was controlled with a drain that was placed percutaneously and antibiotics. However, she had a persistent space and air leak. Three months ago, the patient was brought to the or for exploratory thoracotomy using the davinci xi robotic surgical technology. The patient was positioned/placed in a right lateral decubitus position with the left side up and prepped and draped in a sterile fashion. The surgeon made an 8 mm incision at the eighth intercostal space posterior axillary into the chest cavity there were adhesions that were taken down sharply, the surgeon then placed the rest of the ports and docked the robot. The surgeon mobilized the lung in its entirety again as there were dense adhesions, especially to the anterior mediastinum. The surgeon noted they were able to mobilize the lung and dissect onto the area of concern. The surgeon identified the super lingular branch of the pulmonary vein, the bronchial stump, and the left main pulmonary artery. The surgeon dissected the bronchus off of the left main pulmonary artery however during that maneuver there was immediate bleeding from the left main pulmonary artery. At that time the surgical team attempted to gain pressure by placing a sponge onto the pulmonary artery as well as compressing with the lung. The surgical team quickly converted to a posterior lateral thoracotomy and undocked the robot and try to manually gain control of the bleeding. The patient had immediately lost her blood pressure and went pulseless. Despite our having control and resuscitation, the patient did not regain a meaningful pulse despite an attempt at intrapericardial massage and she was pronounced dead in the operating room.